Event description:
Boston scientific received information that this communicator did not have power going to it. The patient unplugged the power cord, which had wires exposed, and received a small shock. The patient was not injured, but the power cord did get hot. A new communicator and power cord were sent to the patient. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory it was noted that only the communicator was returned with no power cord. Visual inspection identified no anomalies. The error log for the communicator was reviewed and no errors had occurred. A manual interrogation was initiated and completed successfully. Additionally, a call to the remote monitoring server was successfully placed. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Manufacturer narrative:
At this time, the product has not been returned. If additional information should become available to our company, this event would be updated.